Event description:
Primary stability was achieved, implant did not osseointegrate, surgical complication with implant angulation.

Manufacturer narrative:
Primary stability was achieved, implant did not osseointegrate, surgical complication with implant angulation.